Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1124 check vent: battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the lithium-ion battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.